Event description:
It was reported that a biorci screw was used for a talar cartilage treatment and one week after the surgery, a wound drainage had to be performed. There is no information what is the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 h10: part and lot number were not provided. Product was not available. Due to unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. In addition, there was no evidence to suggest that product did not pass requirements upon release for use. Instruction for use (IFU) for the product family contains precautionary statements and recommendations for proper use. Complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number provided. Material assessment review was unattainable without a valid lot number reported.